Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary this complaint has been evaluated as type 2 investigation case. The product was manufactured under product specification instructions. Lot # 2j01030 was packed in peel packs in september 2022 on packaging machine p020, total lot amount 54 000 pcs, sap 1713713, gentlecath glide male ch12 (1x30pk) us. The catheters were produced under subassembly lots 2j00735 and 2g01763. Tube lots 2j00805, 2j00804, 2g01834 and 2g01833 used during catheters productions were produced from material pellets hydrophilic tpe m6906-02 as should be. The raw material was accompanied with certificate of analysis issued by supplier. The certificate was checked by incoming inspection and then raw material was released to production. No samples were provided. No other complaint of this nature has been received on the lot. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the manufacturing process of the mentioned lot. According the information for use (IFU), gentlecath glide should be used immediately upon extraction from the package. The catheters should be slide slowly and smoothly when inserting and removing. Never force the catheter. Consumer states he just started cathing around 3 weeks ago. He explained that he washes his hands and bursts water sachet through package and "rocks the catheter back and forth" so the water touches the entire catheter, and he lets it the water sit a little at the tip. He estimates this may take him 20-30 seconds. He then opens and removes catheter to use. He has been advised as long as the sterile water touches the catheter it was ready to go, and he doesn't have to let it sit the 20-30seconds prior to insertion. A query was run against malfunction code - difficult or unable to remove and erp material 1713713 which yielded in 1 occurrence from november 2016. A corrective and preventive actions (CAPA) plan will be generated to track the implementation of these actions and measure the effectiveness in the product and the process. The investigation has been approved and is completed. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial reporter email address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports 'some difficulty removing the gc glide from urethra, like it "dries out". He states he 'just started cathing around 3 weeks ago and has tried a few different samples but has just used up a full box of this gc glide'. He caths 4-5 x a day for an enlarged prostate that is causing him retention.